Manufacturer narrative:
Manufacturing evaluation: associated medwatches: (B)(4) (9610612-2019-00497); (B)(4) po381r handle with ratchet for 3.5mm instr. (9610612-209-00773); (B)(4) pm986p insulated outer tube (9610612-2019-00774). We received a complaint about a broken jaw of a clinching grasper. The instrument is available for investigation decontaminated. Furthermore a handle popo381r is available. Additionally, we received the following components decontaminated: insulated outer tube. Investigation: due to the broken welding seam of the pin, the jaw of the instrument is detached, only one part has been provided. The insulation of the shaft is cut spirally. Vigilance investigator carried out the pictorial documentation visually and microscopically. The welding seam of the retaining pin is broken, since the retaining is bent up. The reason for this bend is most likely a levering during application. Batch history review: a review of the device quality and manufacturing history records was not possible because the lot number is not known. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. Rationale: the breakage of the welding seam was most likely caused by an overload situation, presumable leverage during application. Due to this breakage, the jaw parts detached from the instrument. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information and investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with handle with ratchet, information received via medwatch (B)(4). It was reported that the physician was performing laparospic surgery using a laparoscopic babcock grasper; while working, tip to grasper broke and was in patient. Parts were removed and an x-ray confirmed there were no retained pieces. The patient's condition was noted as "stable" at the end of the surgery. There was no patient harm. An additional medical intervention was necessary. Additional information was provided, that an alternative device was readily available to complete the procedure. The adverse event is filed under aag (B)(4). Associated medwatch-reports: 9610612-2019-00774 (400450568 pm986p). 9610612-2019-00497.